Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency room (ER) at approximately 9:00 a.m. With symptoms of hyperglycemia, including dizziness and blurry vision. These symptoms occurred approximately one week after a cgm sensor had been placed on the leg. At home, a fingerstick blood glucose reading showed a value of 500 mg/dl, while the cgm sensor (uncalibrated at the time) was displaying a low reading. Prior to going to the ER, the patient replaced both the cgm sensor and the omnipod 5 insulin pump, which was operating in a modified closed-loop mode. Upon arrival at the ER, the patient¿s blood glucose had decreased to below 200 mg/dl. The medical team administered aspirin and intravenous fluids, and conducted imaging studies, including a CT scan and magnetic resonance imaging (MRI). The patient was discharged around 4:00 p.m. The same day, with blood glucose levels reportedly within the normal range. At the time of the report, the patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.